Manufacturer narrative:
The needle was not returned for investigation. Engineering testing was conducted on another needle of the same type. Following a 10 minute freeze the temperature of the needle tubing was measured and resulted in the lowest temperature being -17°c. Following the second 10 minute freeze, the lowest temperature was -20°c. A review of the labeling identified a precaution related to the needle shaft frosting up, but did not specifically caution against ensuring the needle tubing is not touching the patient's skin. Although this is the only complaint galil medical has received related to needle tubing causing a skin burn, it was determined that the needle IFU will be revised to include an appropriate precaution.

Event description:
After a procedure it was noticed that the gray needle tubing was laying on the skin of the patient and the skin was red in color, during postoperative care the skin started to blister. Blistering was treated and normal follow up was requested for the patient.